Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer went to emergency room for high blood glucose with blood glucose level was 400 mg/dl. Customer reported that the insulin pump was not working. Customer stated that insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. However, display was returned after insulin pump restart. Customer also reported that the insulin pump had multiple insulin pump error alarms. Customer was able to clear alarm and able to complete insulin pump rewind. Customer performed self test and the test did not pass. Troubleshooting was performed for insulin pump error alarms. The insulin pump will not be returned for analysis.